Manufacturer narrative:
The available information suggests that this device and lead system remains in-service.

Manufacturer narrative:
This out-of-service rv defibrillation lead was explanted in (B)(6) 2013. The rv defibrillation lead was received at boston scientific's return products department. A proximal portion of the lead (137 mm from the terminal pin) was returned for laboratory testing. Set screw marks were noted on the is-1 terminal pin and ring. Set screw marks were also identified on the distal and proximal high voltage terminal pins. Bodily fluid was found in the pace/sense (negative) lumen and on the lead body. The lead segment was put through and passed electrical continuity and internal insulation integrity testing. The clinical observations were not confirmed based on laboratory testing.

Event description:
--

Manufacturer narrative:
Subsequently, boston scientific received information in (B)(6) 2011 from an implant from that this patient was presented back to the electrophysiology (ep) laboratory. The rv defibrillation lead was surgically capped and replaced.

Event description:
Boston scientific received information in (B)(6) 2010 that this local representative contacted technical services to discuss a stored electrogram. This device and pace/sense portion of the right ventricular (rv) defibrillation lead was exhibiting electrogram noise associated with oversensing. Electrogram noise was identified on the shock portion of the rv defibrillation and right atrial (ra) lead. There has been no pacing inhibition or inappropriate shocks. Technical services discussed a recorded yellow alert (low rv intrinsic amplitude) and reported that the impedance measurements had been stable. The local representative was informed of the possibility of electromagnetic interference (emi), myopotential oversensing or the start of a lead insulation/conductor issue. Technical services discussed performing pocket manipulation, patient isometrics and programming options. Subsequently, boston scientific received information from the local representative that this patient was seen for follow-up and the clinical observation of electrogram noise was not reproducible. The patient continues to be monitored on latitude. Subsequently, boston scientific received information in (b)(6 2011 that this clinic nurse contacted technical services to ask about programming this device's tachycardia mode to off. The clinic nurse reported that this device and rv lead system was exhibiting electrogram noise associated with oversensing and delivery of inappropriate shocks. Additionally, the rv pacing thresholds have been increasing, the rv pacing impedances have been decreasing and the r-wave sensing is diminished. The patient will wear an automatic external defibrillator while the physician investigates further.